Event description:
The customer reported that there was a speaker malfunction inop message, and that the speaker was not producing sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm.